Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was usb port damage on the customer's pump. Customer's blood glucose level was 108-109 mg/dl. Customer continued to use their pump for insulin therapy.